Manufacturer narrative:
Investigation summary: one mz1000 china sample was received for investigation without packaging, however the lot number was indicated as 20125653. No connecting products were received to assist the investigation in this instance. The sample was subjected to pressure testing in order to replicate the customer's experience; no leakage was observed from any point of the component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported when using the bd maxzero¿ needle-free connector there was leakage. The following information was provided by the initial reporter. The customer stated: there was "leakage of fluid during infusion of joints in the general surgery department."